Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The device was functionally evaluated and were unable to produce the customer report. The device was stress tested and passed all testing successfully. Internal inspection revealed no issues with the power board, input assembly, or internal components. The device was recertified and returned to the customer. No trend is associated with reports of this type.